Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with tazicef intraperitoneally for three weeks (dosage and frequency not reported) and vancomycin intraperitoneally for three weeks (dosage and frequency not reported) for the peritonitis event. Five days after admission, the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. Antibiotic treatment and dianeal therapy were reported to be ongoing. No additional information is available.